Event description:
It was reported to philips that the paddles are not functioning. There was no patient involvement.

Event description:
It was reported to philips that the paddles are not functioning. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that paddle tray needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle tray. The paddle tray was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
H3 other text : device not returned.